Manufacturer narrative:
Findings: unit received with cracked reservoir tube lip and battery tube threads. Unit received with missing retainer ring / reservoir tube. Unit received with minor scratched lcd window and keypad overlay. Unit received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to missing retainer tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 10.3mmol/l. The customer stated that there is cracked aroound the top of the reservoir. The customer's mother stated they are unable to lock the resservoir in the pump and the rubber seal has came out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.